Event description:
Blood was leaking from the rinse block of the secondary probe on the lh500 instrument. The operator was wearing ppe consisting of gloves, a lab coat and glasses. There no direct contact nor was there exposure to mucous membranes or open wounds. No one sought medical attention. Patient results were not affected. There was no death, injury, or affect to patient treatment. Msds was not reviewed. There is an exposure control/risk management plan in place. The field service engineer adjusted the rinse block down so that tip of probe was in the middle of ports 2 & 3 of rinse block. He ran samples to verify proper operation of the secondary mode. Root cause is unknown, but may be related to the rinse block mis-adjustments that occurred on the secondary probe. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).